Manufacturer narrative:
Concomitant products: product ID 8782, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter; product ID 8784, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2014 for a suspected vp (ventriculoperitoneal) shunt infection and removal of vp system. It was determined that the patient had a csf (cerebrospinal fluid) infection. They decided to remove the spinal segment of the catheter due to the csf infection. The patient was being treated for meningitis. The device system was delivering gablofen (2000 mcg/ml at 1180 mcg/day). Additional information has been requested, but it was not available as of the date of this report. (B)(4). No new information regarding event